Event description:
The international customer reported the ventilator could not boot up. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturer's service provider confirmed the reported problem. The service provider ordered a power supply for replacement to address the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.

Manufacturer narrative:
Completion of service pending.